Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was insufficient iodine in the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.